Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. Root cause: could not duplicate. Source: phone

Event description:
Reports 7 false positive results. Confirmed by pcr. Unknown is symptomatic or asymptomatic. Report 4 of 7.